Event description:
It was reported that a patient went into ventricular fibrillation in ccu bed 6 without the monitor generating any alarm. The patient received 1 x 360j dc shock (defibrillation) for ventricular fibrillation. Went into asystole - CPR commenced and IV adrenaline 1 mg given. Pt into sinus bradycardia then sinus tachycardia. No resulting adverse effect or injury. No patient injury reported. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.